Event description:
The product was used during a hemi-colectomy procedure. Reportedly, one of the staples did not form properly. The surgeon did not correct the condition. On december 15,1997 there was leakage of the intestine. On december 16,1997 the pt expired. The surgeon could not determine the relationship to the death of the pt.